Event description:
The patient's left knee was being revised due to pain. Intraoperatively the surgeon noted poly wear.

Manufacturer narrative:
It was noted that no further information or documentation will be provided from the hospital or surgeon due to policy. Not available.